Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient overriding dosage recommended by bolus calculator feature).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 35mg/dl with emesis. The patient was taken to the emergency room (ER) and treated (treatment information was not provided). Customer support (cs) completed troubleshooting and settings were correct, however the basal/temp basal settings were incorrectly programmed. Troubleshooting revealed that the dosage recommendation was overridden. This report is being made due to the bg excursion the patient experienced due to use error.

Manufacturer narrative:
Follow-up #1 date of submission 02/14/2017-device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2017 with the following findings: evaluation revealed that the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event on (B)(6) 2016 have been overwritten. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.